Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left anterior descending artery. Following predilitation with an apex balloon, a 2.50x12mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the shaft broke off, which was then snared out of the patient's body. There were no any patient complication reported.